Event description:
It was reported by service report that the right toprail was broken with sharp edges and the siderail would not lock in the up position. No pt involvement or adverse consequences are reported.